Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2003. " it is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided.(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/20/2017 and is as follows:patient alleges that filter was placed on (B)(6) 2003 for prophylaxis of dvt/pe following prolonged bedrest and orthopedic injuries secondary to multiple trauma.patient alleges outcomes attributed to device are as follows: tilt and vena cava perforation. Patient also alleges complaints of leg cramps, stress, and anxiety.patient alleges an attempt to retrieve device on (B)(6) 2003 since the pe-risk was diminished. Patient alleges that the attempt was unsuccessful.

Manufacturer narrative:
Additional information it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vc perforation, unable to remove". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(4) 2017, review of abdominal/pelvic CT reports, "positive for ivc perforation. " ivc filter superior extent at the l2-l3 disc space, inferior at the superior l4 disc space. On sagittal reformatted images, the superior margin of the caval filter is slightly tilted anteriorly and abuts the anterior wall of the ivc. There are at least five ivc prongs that perforate the wall of the ivc."

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.